Manufacturer narrative:
One workmate¿ claris¿ system amplifier was received for evaluation. Visual inspection of the returned device verified the connectors and labels appeared to be free of physical damage. The amplifier was powered on and established communication with the test standard unit. The field reported event was not confirmed as reported error did not appear during the evaluation. The amplifier was left-on for an extended time and communication was maintained with no anomaly. Further inspection included using the test standard switching card, basic signal acquisition/quality test with the surface ECG, baseline, amplitude and stimulus switching were performed and confirmed that the all the signals were within the specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause for the reported amplifier errors and subsequent procedure cancellation remain unknown as the returned workmate¿ claris¿ system amplifier operated as intended.

Event description:
A replacement amplifier was sent to the hospital and no further issues have been reported since.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the component serial number was not provided. Based on the information received, the cause of the reported error and subsequent cancellation remain unknown.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
Amplifier errors were noted stating "command packet contains incorrect parameters" at start up. The errors would not clear and restarting the system did not resolve the issue and the procedure was cancelled.